Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06862. It was reported that the patient¿s pacemaker could not be interrogated. Chest x-ray was performed, and atrial lead was noted to be dislodged. The pacemaker battery was dead, and very high impedance and high output was suspected to be the cause of the drain. The lead was explanted and replaced. The patient was stable with covid-19.